Manufacturer narrative:
Product complaint # (B)(4). Batch # r5950n photo evaluation: one photo was provided. The picture shows an anvil with a washer loaded. The washer appears to be uncut and indented. The condition on the reviewed washer could be due to an incomplete firing cycle. Based on the picture alone the event described is confirmed. Please refer to device analysis for full analysis details. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape.the condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the patient's hospital stay extended due to the issue with the device? Unknown.

Manufacturer narrative:
(B)(4). Batch # r5950n. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient's hospital stay extended due to the issue with the device?

Event description:
It was reported: would not fire. It was reported that during the endoscopic radical esophagectomy for esophageal cancer, when did esophagogastric anastomosis, choose 2mm staple height, tried to fire but without audible feedback, the washer was not cut off, the cut line is complete, but the staples malformed with irregular shape. The tissue was bleeding, used suture to oversew and stop bleeding. The surgery delayed about 20 mins. The patient is stable and in the hospital now.